Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 26 mg/dl. The customer was admitted to the hospital. The customer was asleep and woke up at some point into the middle of the night she ripped her pump off. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 26 mg/dl. The customer stated that there is crack on the battery compartment threads. The customer pull off pump and cracked belt clip the process. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.